Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint product is not available to return. The customer retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: only event year is known. This report is for an unknown nails: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent removal of the proximal femoral nail antirotation (pfna) implants due to hemi-prosthesis. The procedure was successfully completed with 360 minutes of surgical delay. Patient status is unknown. Concomitant devices reported: nail head elements: pfna blade (part number unknown, lot unknown, quantity 1), end caps: pfna (part number unknown, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown nails: pfna. This is report 1 of 4 for (B)(4). This product complaint (B)(4) is related to (B)(4). (B)(4) will capture the post-op event where the patient underwent removal of the pfna implants due to hemi-prosthesis. (B)(4) will capture the intra-op event where problems were encountered during removal of the pfna implants.